Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing prior to death or if therapy with a homechoice (hc) device and/or baxter pd solution(s) was being performed prior to or at the time of death. The cause of death was reported to be respiratory failure and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. As a result, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.